Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had a high impedance. Review of the remote transmissions showed a steady and slow increase of impedance. The physician decided to cap the rv lead and implanted a new rv lead. The procedure went smoothly without incidence, and the patient was discharged the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device testing in preop, the capture threshold was noted to be high. This was felt to be a new, a sudden change in capture. A new rv lead was implanted, and the chronic rv lead was capped with no complications. The patient was kept overnight for observation and discharged the following day.